Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106918. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during infusion. The following information was provided by the initial reporter: the patient was admitted to hospital on (B)(6) 2019, due to "weakness and pain in the right lower limb for 16 days and aggravation for 2 days". The admission was diagnosed as: "1. Pain (sciatica?) ; 2. Arteriosclerosis obliterans of lower limbs; 3. Hypertension grade 3; 4. Hypertensive heart disease; 5. Old cerebral infarction ". On december 27th,leakage occurred when the patient was infused ,with "5% gs 250ml + tanshinone ¿a sodium sulfonate injection 80mg", immediately report to the head nurse, pumpback to the leakage liquid , to 0.9% ns100ml plus dexamethasone 10 mg yarn wet apply, raised arm, strengthen patrol, closely observed the skin color and temperature of the extravasated area.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during infusion. The following information was provided by the initial reporter: the patient was admitted to hospital on (B)(6) 2019, due to "weakness and pain in the right lower limb for 16 days and aggravation for 2 days". The admission was diagnosed as: "1. Pain (sciatica?) ; 2. Arteriosclerosis obliterans of lower limbs; 3. Hypertension grade 3; 4. Hypertensive heart disease; 5. Old cerebral infarction ". On (B)(6), leakage occurred when the patient was infused ,with "5% gs 250ml + tanshinone a sodium sulfonate injection 80mg", immediately report to the head nurse, pumpback to the leakage liquid , to 0.9% ns100ml plus dexamethasone 10 mg yarn wet apply, raised arm, strengthen patrol, closely observed the skin color and temperature of the extravasated area.